Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "left total hip revision. Hip pain." On (B)(6) 2019. Update 06-dec-2019: received a medwatch (mw5091237) stating "after total hip replacement surgery, swelling beyond normal, blistering, the open oozing for 4 months. Joint pains everywhere. Brain fog, blurred vision, fatigue, depression, accelerated heart rate, high blood pressure, anxiety, falling, skin hardening on feet and fingertip, numbness in fingertips and sinusitis. I ask for the components composition and in me is nickel 1.0 max. I have just completed my left revision surgery on [...]2019. I still have to have the right hip revised." On (B)(6) 2019: spoke to patient, she stated she still has pain after her left hip revision surgery. Patient also stated she had a right hip replacement done on (B)(6) 2018 and is experiencing pain. Patient said she needs a revision surgery and will schedule it soon.

Event description:
As reported: "left total hip revision. Hip pain." On (B)(6) 2019. Update 06-dec-2019: received a medwatch (mw5091237) stating "after total hip replacement surgery, swelling beyond normal, blistering, the open oozing for 4 months. Joint pains everywhere. Brain fog, blurred vision, fatigue, depression, accelerated heart rate, high blood pressure, anxiety, falling, skin hardening on feet and fingertip, numbness in fingertips and sinusitis. I ask for the components composition and in me is nickel 1.0 max. I have just completed my left revision surgery on [...]2019. I still have to have the right hip revised." On (B)(6) 2019: spoke to patient, she stated she still has pain after her left hip revision surgery. Patient also stated she had a right hip replacement done on (B)(6) 2018 and is experiencing pain. Patient said she needs a revision surgery and will schedule it soon.

Manufacturer narrative:
An event regarding pain involving an unknown sleeve was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative. Reports, clinical and past medical history, additional serial dated xrays and examination of explanted components. Product history review: not performed as the reported lot information was invalid. Complaint history review: not performed as the reported lot information was invalid. Conclusion: the event itself cannot be confirmed based on the information provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated xrays and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.